Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, the right ventricular lead exhibited high impedance and no capture. Several repositioning attempts were made to resolve the issue. The physician did not use the lead and used another lead. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.